Event description:
It was reported the pt is not receiving effective stimulation. The pt has a penta lead implanted at t-11 currently. His physician has declined to proceed with a pns trial over the s2-s3 area to see if he can provide better coverage prior to any revision of his current system. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.